Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the reason for revision was infection. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed device. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed on a legion revision knee due to infection. Quantity of affected implants not confirmed.